Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Initial reporter address: (B)(4). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a ureteroscopy (urs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the basket wire broke and detached into the patient. It is unknown if the detached part was retrieved. The procedure was completed with a different device. There were no patient complications as a result of this event.